Manufacturer narrative:
The complaint was posted on the company's website. There were not enough details to locate the site, the specific treatment or the treating physician. Not enough details to investigate. The complainant received post back that he should contact his treating physician or his treatment facility.

Event description:
This complaint was received directly from the patient via company's website. According to the complaint, the patient mentioned that he "still experiences numbness in his tongue and fingers". The patient also mentioned taste buds and gait that were "gone" (concluded to be transient).